Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had several intermittent low flow and low speed alarms on (B)(6) 2022. The pump was unable to maintain a fixed speed from 4:42 am to 4:45 am, but this issue self-resolved. It was also noted that the event occurred while the patient was attached to their power module and that they were asymptomatic and clinically stable at the time of the event. The patient was seen at an outpatient clinic where they attempted to re-produce the alarms. When the patient moved to their left in a lying position, a yellow low speed advisory alarm occurred. The low flows were unable to be re-produced. The patient was given an unshielded cable for suspected damage of the percutaneous lead and would be followed routinely at outpatient clinic.

Event description:
It was reported that the event date was actually (B)(6) 2022 and that the patient was placed on an unshielded patient cable and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events that appeared consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contains events and data captured from (B)(6) 2022. The log file captured several low-speed advisories on (B)(6) 2022, as well as pump stops on (B)(6)2022, all while the patient was supported by the power module. The pump stops were accompanied by low flow and low speed hazard alarms. However, one low flow event was captured on (B)(6) 2022 that was not associated with the pump stop and low speed events. The submitted x-ray images showed a circled area internally with thinner shielding in comparison to the rest of the shielding. Driveline internal damage could not be confirmed via the submitted x-ray images. The relevant sections of the device history records for (B)(6) and driveline serial number 6506 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2009 via order number. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), document, rev. B and the heartmate ii patient handbook document, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including speed, power, and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section explains when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.